Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "original implant on (B)(6) 2011; pt returned with bmp reaction and leg pain on (B)(6) 2011. Surgeon revised and found that the tl cage had broken in half. He was able to remove one broken piece of the cage; the other was secure in the disc space and was left in. Pt returned on (B)(6) 2011 with another bmp reaction; surgeon revised and removed the remainder of the tl cage in order to get out all of the bmp."